Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was/is capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, delamination and an opening. A leak test was performed and an opening on the anterior was found. A microscopic analysis was performed which identified a striated opening on the anterior side and a partial delamination in the diaphragm valve. The fill test inspection was performed, the result was no blockage was found. Based on the device analysis the final assessment is: a striated edge opening on anterior due to surgical damage. Delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device has been explanted.